Event description:
This lead dislodged and could not be repositioned. The physician elected to explant and replace this lead. The hospital has retained this device and no add'l info is available. Should add'l info become available, this event will be updated.